Manufacturer narrative:
(B)(4).

Event description:
It was reported " when the user started the pump after the catheter was placed, the balloon at the tip of the catheter did not inflate. The user manually inflated the balloon several times using the included syringe, but the balloon did not inflate. When the iabp was driving with 40 cc, alarms such as high pressure sounded. Therefore, the capacity was adjusted to 35cc". The catheter was not removed/replaced. No patient harm or injury reported. Patient's current condition is reported as "unknown".

Event description:
It was reported " when the user started the pump after the catheter was placed, the balloon at the tip of the catheter did not inflate. [The user] manually inflated the balloon several times using the included syringe, but the balloon did not inflate. When the iabp was driving with 40 cc, alarms such as high pressure sounded. Therefore, the capacity was adjusted to 35cc". The catheter was not removed/replaced. No patient harm or injury reported. Patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn # (B )(4). The reported complaint that the "balloon at the tip of the catheter did not inflate" is confirmed. During the investigation, the distal and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related an investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.